Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse and customer recreated the discordant dilution results using a different sample. The fse observed that the results of the diluted samples were below the 1.3 assay sensitivity, as specified in the information for use (IFU). This occurred due to over dilution of the sample and because the overdilution point field was left blank. The fse set the over dilution point field to 1.3 which will prompt an over dilution error in the future for any result below the sensitivity level. Upon a follow up, siemens technical application specialist (tas) obtained information that there were no observed dilution issues for afp since resolution performed. The instrument is performing according to specification. No further evaluation of the device is required.

Event description:
An alpha-fetoprotein (afp) result was obtained on one patient sample on an advia centaur xp instrument, and the initial result was released to the physician(s), who questioned it. The sample was repeated on the same instrument and a similar result was obtained. The sample was then diluted and rerun once on the same instrument and once on another advia centaur xp instrument which resulted in an over dilution error and a discordant falsely elevated result respectively. The diluted results were not reported to the physician(s). The sample was sent to another lab for analysis and the result matched the initial result. The results were discussed with the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant falsely low afp results.